Manufacturer narrative:
(B)(4): this customer reported a discrepancy between the rhythm generated from the ECG out cable from the mrx to the bedside monitor and the rhythm displayed on the display of the mrx. The mrx displayed showed vf. The vf was confirmed using via 12-lead ECG and the pt was defibrillated. There was no negative impact to the involved pt. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation .

Event description:
This customer reported a discrepancy between the rhythm generated from the ECG out cable from the mrx to the bedside monitor and the rhythm displayed on the display of the mrx. The mrx display showed vf. The vf was confirmed using via 12-lead ECG and the pt was defibrillated. There was no negative impact to the involved pt.